Event description:
Customer reported fluid leaking from base of pump. Upon visual exam, noted hole in IV tubing and leaking at blue hub port. No pt harm reported and no other pt or event details available. The IV administration set was received. Investigation is on-going. A f/u report will be filed upon completion of the investigation.

Manufacturer narrative:
Manufacturer's report date: 12/10/2008. This report was filed by the manufacturer.